Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues with the system not being able to connect to electronic picture archiving and communication systems (pacs). Technical services was able to walk the manufacturer representative through steps of setting up the wireless communication. No patient was present at the time of the event.